Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump had a blank screen and emitted sounds of varying pitch and duration. The patient reported the pump was removed for showering and began making beeping sounds with a blank screen. The patient noted there were two cracks in the battery compartment. The patient denied water exposure for the past month. Routine exposure to water was denied. Return of the pump for investigation was not discussed prior to the end of the discussion. This complaint is being reported because the issue of the blank screen remained unresolved. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.